Event description:
The customer reported the drop in the recovery of the white blood cell (wbc) and red blood cell (rbc) count while running quality controls (qc); and a leak of less than 10 ml of fluid from the secondary probe of the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The customer was wearing gloves, goggles and lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found the red blood cell (rbc) and white blood cell (wbc) baths were not filling properly as a result of the blood sampling valve (bsv) not aligning properly. The misalignment was causing the leak and the improper dilution of the sample. The fse replaced the bsv and bsv actuator which resolved the drop in recovery of the wbc and rbc issue but this did not resolve the leak issue. Further investigation revealed the probe rinse block assembly was not moving to the proper location. The fse replaced the probe rinse block assembly to resolve the leak reported. The instrument was returned to normal operation. (B)(4).